Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk; unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No a33 alarm noted. The motor was tested outside of the device and passed. However, the insulin pump was monitored for 3 days, no unexpected count up or blank display noted. The insulin pump passed the displacement test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked reservoir tube, scratched reservoir tube window and broken reservoir tube lip. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer also reported she received a compromised force sensor system alarm. The customer's blood glucose was 600 mg/dl at the time of the incident. The customer's blood glucose was 392 mg/dl at the time of call. The customer stated that she was given IV drips and fluids during the hospitalization for the high blood glucose. The customer stated that she was out of the insulin pump for less than 48 hours when the hospitalization happened. The customer also stated that she experienced difficulty in breathing. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.